Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was sent back to olympus for examination, and the reported issue was confirmed. However, the probable cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was unable to display image. There was no patient involvement.